Manufacturer narrative:
Citation: sun y et al. "Outcomes of evolut r versus corevalve after transcatheter aortic valve implantation: a meta-analysis." Heart lung circ. 2019 jan 28. Pii: s1443-9506 (19)30035-6. Doi: 10.1016/j.hlc.2018.12.013. Earliest date of publication used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a meta-analysis comparison of the outcomes following transcatheter aortic valve implantation with the medtronic evolut r versus the medtronic corevalve. All data were collected from a search of the pubmed, embase and cochrane library databases. The systematic review comprised six studies with inclusion periods between 2007 and 2016. The study population included 11,530 patients (predominantly female; mean age 82 years), 4 ,597 of which were implanted with medtronic evolut r bioprosthetic valves and 6,933 were implanted with corevalve bioprosthetic valves (no serial numbers provided). Among all patients, the 30-day all-cause mortality rate was 3.4% for evolut r recipients and 5.0% for corevalve recipients, respectively. Procedural mortality was discussed; however, causes of death were not reported. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: permanent pacemaker implantation, myocardial infarction, stroke, transient ischemic attack, moderate-severe paravalvular regurgitation, incorrect valve positioning, severe bleeding (life-threatening or major bleeding), and major vascular complications. Based on the available information, medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.